Event description:
It was reported that a patient was experiencing "mild pain in the operated area" approximately five months after implant surgery. X-ray imaging indicated migration of a denali set screw has occurred. There are no plans for revision surgery at this time.

Manufacturer narrative:
Corrected data: b.1. And b.2. Have been corrected to reflect malfunction. Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. It could not be determined if the set screw was placed with sufficient torque or if the rod was fully reduced. This may have led to sub-optimal engagement between the set screw and the rod, which may have contributed to loosening and eventually disengagement. It is also possible that post-operative patient activities introduced unanticipated loading within the construct, which may have caused the set screw to back out, allowing the rod to disengage from the screw. However, the cause of the failure could not be determined conclusively.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that a patient was experiencing "mild pain in the operated area" approximately five months after implant surgery. X-ray imaging indicated migration of a denali set screw has occurred. There are no plans for revision surgery at this time.